Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was feeling light headed and experiencing bradycardia. It was reported that the implantable pulse generator (ipg) was pacing at a rate below the programmed rate. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.